Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. (B)(4) all pertinent information available to abbott medical optics has been submitted.

Event description:
While performing the surgery, the raster was not completed in an area of the patient cornea (incomplete flap). It was noted that the patient had a little corneal scar in that specific area. The patient was sent home and after 3-6 months the patient will be coming back and they will perform photorefractive keratectomy on him.